Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Surgeon is ordering a patient specific duraloc option inlay 54/56 because of unknown reason. Revision is planned to take place in (B)(6) 2018.